Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was around 100-170 mg/dl. The customer stated that he changed the battery for the pump with 3 different batteries and it is not still working. The customer stated that he has been on mdi. The customer was advised to insert new aaa alkaline batteries. The customer stated that there is a chunk missing out of the pump casing where the battery cap goes loose. The customer stated that it has not affected the battery connection before. The customer stated that the pump was not exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.